Event description:
It was reported that the customer had air bubbles in the reservoir and his blood glucose was rising. The customer stated he was receiving no delivery alarms on his insulin pump. Customer's blood glucose was 348 mg/dl. The size of the air bubbles in the tubing and reservoir was reportedly three quarters of an inch to one inch long. Customer treated for high blood glucose with an injection. It was stated the insulin was stored at room temperature and the reservoir was not rewound in place. The customer further stated he got the air bubbles out by priming twice. Customer explained he had been active playing golf and exercising, but had not agitated the line. He was not able to troubleshoot at the time. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it functioned properly and passed all functional testing. After testing it was concluded that the device operated within specifications.